Manufacturer narrative:
(B)(4)

Event description:
This case started as an rv revision due to noise. Once the pocket was opened and lead disconnected, the physician observed and reported blood in the header. The physician requested a new device and lead. It was noted that during a follow up the noise could not be reproduced with pocket manipulation, deep breathing or isometric maneuvers. Rv pacing and shock impedance values were never out of range. The physician wasn't sure if the noise was from the device header or the lead, which had normal values. The patient received 4 inappropriate shocks.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 13 months and 19 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional.